Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer; therefore, a product analysis could not be performed. The root cause is unknown.

Event description:
It was reported that the balloon ruptured in the patient during an onyx embolization procedure. There was no reported patient injury or additional intervention.